Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing of noise on the right ventricular channel. The patient was brought back in for system testing and the noise was believed to be due to myopotentials. At this time no changes were made and the crt-d remains in service. No adverse patient effects were reported.